Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 5.2, lab: 3.2; (B)(6) 2012, 6.0, 2.7. Therapeutic range: 2.5 - 3.5. Patient is under 18 years of age.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: (B)(6) 2012: inratio: 5.2, reference: 3.2, mean: 4.2, confidence limits: 2.4-6.1, result: pass; (B)(6) 2012, 6.0, 2.7, 4.35, 2.4-6.1, pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported patient is a child under age 18. Inratio testing has only been validated for use with adults 18 years of age and older. No strip lot information provided. No product associated with the complaint is expected for return. No further investigation is possible. Conclusion: review of complaint found patient under 18 years old. Per user guide, precautions and warnings - testing has been limited to subjects age 18 and older. Analysis of client's data from inratio and reference method revealed that test results within the confidence limits. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.